Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine at an unknown dose and concentration via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the patient was found unresponsive and brought into the emergency room (ER). The patient responded to narcan and was on a narcan drip. It was reported that the managing hcp had been notified but it was unknown if any dosing changes or recent refills had occurred. The caller was sent emergency procedures and a local device manufacturer representative was paged. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that there was no known device issue. The patient's weight at the time of the event was provided. No further complications have been reported as a result of this event.